Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients' right eye (od) and the patient experienced excessive vault. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Patient identifier:(B)(6). Age or date of birth, sex, weight: unk. Date of event-unk. Expiration date:unk, no serial number reported. Implant date: unk. Device manufacturing date: no serial numbers reported. Claim#: (B)(4).

Manufacturer narrative:
B5: "the reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens with diopter -8.0 into the patient's right eye (od) on (B)(6) 2022. The patient experienced an excessive vault. The lens remained implanted and the problem was resolved. Reportedly "patient is happy. The lens will not be explanted everything is fine." The reporter indicated the cause of the event is unknown." Claim# (B)(4).